Manufacturer narrative:
This report is being supplemented to provide additional information (h10) and corrected data (h10) regarding the reported event. Additional information/corrected data: upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated and it was determined that there was a leak on the a rubber and the bending section was frayed at the joint. The cause for this damage cannot be conclusively determined.

Event description:
It was reported that during reprocessing, the device was found to be leaking at the distal tip.